Event description:
Philips received a complaint by the customer on the v60 indicating that they requested customer support with option codes. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in and reported that during patient set up, the unit alarmed and "backup alarm failed error 1104" was noted in the event log. The central processing unit (cpu) printed circuit board assembly (pcba) was replaced and option codes were implemented which were provided by the rse to resolve the issue. The customer replaced the cpu pcba and implemented the option codes to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.